Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking issue due to infusion set knocked off on (B)(6) 2026. No further information is available.